Event description:
A customer reported that the touchscreen of their pump was cracked and shattered. The damage occurred when the customer fell or rolled over onto the pump, rendering half of the touchscreen unresponsive and illegible. There was no adverse impact on the customer's blood glucose level. Reportedly, the customer reverted to alternate method of insulin therapy.